Event description:
On (B)(6) 2013, a plastic outer protective wrap was not intact upon arrival on sterile item. Device could not be used and there was no patient involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records report states that the part was not manufactured at synthes (B)(4), no DHR review possible.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Expiration date obtained from the manufacturing record review. Device received for evaluation. The manufacturing documents of the sterilization and packaging process were reviewed and no complaint related issues were found. Manufacturing date obtained from the manufacturing record review. Initial report submitted on (B)(4) 2013. Initial report stated that the device is an instrument and is not implanted/explanted. This statement was made in error. The device is an implant, however, there was no patient involvement, therefore, the device was not implanted nor explanted. Initial report stated that the device is not distributed in the united states, but is similar to device marketed in the USA. This statement was made in error. The device is distributed in the united states. Initial report stated that the device was not made by the company. This statement was made in error. The device was manufactured by synthes. Placeholder.

Event description:
This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The dent on the carton box indicates that this box was hit by something, which can lead to a damage of the thin outer protection foil. However, the box has a dent but is basically intact, which shows that the important inner sterile barriers are not damaged. The outer foil is only a protection of the carton box and not of the implant itself. The damage is obvious which let us assume that this device would not have been shipped in such a condition from the manufacturing site. Afterwards it is impossible to define where in the supply chain this damage occurred, therefore this complaint is indeterminate from a manufacturing standpoint. Report source is a company representative as indicated in the initial report. However, there was no health professional involved in the reporting of this complaint, which was incorrectly documented in the initial report. Placeholder.